Event description:
It was reported that during a prostate procedure, the fiber cap had detached inside the pt at 36,538 joules. It was stated by the physician that the fiber cap may have been flushed out. There was no indication or report of any part of the device remaining inside the pt. A second fiber was used to complete the case. It was reported the pt was "ok."